Event description:
It was reported that a spectrum iq pump underinfused during precedex treatment in the general patient ward. No medication had been infused for the entire night, and the pump read that the volume infused was 249ml. The bag was clamped and had not dripped. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional flow accuracy testing, an underinfusion was not reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. There is currently an open field action (fa-2021-056) associated with reinforcing proper intravenous line setup and detection of upstream occlusion for spectrum pumps. Should additional relevant information become available, a supplemental report will be submitted.